Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.00mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem. The procedure was completed with the use of a different device. No patient complications were reported and the patient status was good post procedure.